Event description:
It was reported that a patient experienced unspecified complications related to peritoneal dialysis therapy on a homechoice (hc) device. It was not reported at what time during therapy the problems occurred. A swap of the device was initiated. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. An internal and external visual inspection was performed with no issues noted. The device was determined to meet functional and electrical performance specification requirements. Device calibration tests and a simulated therapy were performed with no issues noted. A service history review revealed no previous service events that were related to the reported condition. The event history log review revealed that the device had presented a check lines and bags alarm and a check patient line alarm. The cause of these alarms was determined to be a hardware issue. The membrane gasket was replaced to resolve these alarms. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available for evaluation but has not yet been received. Upon receipt of the device, an evaluation will be performed to investigate the reported event. Should additional relevant information become available, a follow-up report will be submitted.